Event description:
It was noted that the patient experienced inappropriate shock due to over-sensing. It was further noted that the right ventricular (rv) lead had insulation integrity issue. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged from the hospital after the procedure.